Event description:
The customer states the unit not in use did not have power led illuminated when plugged into ac power. There was no patient involvement while talking with the remote service engineer, the customer found that the power supply had no output at 24 vdc. The part number was provided to replace the power supply. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer did not respond to requests for additional information. The complaint will be processed for closure. If further information is obtained, this complaint will be reopened.